Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient alleges the infusion device does not deliver enough insulin. Patient reported he has an elevated blood glucose level in the morning. Patient stated this morning he had a blood glucose level of 400 mg/dl and he took correction via pen. Patient's normal blood glucose level was not provided. Patient reported he was able to get his blood glucose level under control by himself. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the history log dates are not in the complaint period. No reference between the history list and the reported event could be made. The memory of the accu-chek spirit combo insulin pump stores all the events (warnings and errors, programming operations and insulin delivery records) up to a total of 4500 events. This depends on how often the customer uses the pump. All programmed boluses were delivered as programmed by the customer. All errors and alarms are triggered correctly by the pump and were confirmed by the customer. The problem mentioned by the customer could not be reproduced.